Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2020 during which the surgeon noted extensive scarring and the left ilioinguinal nerve was completely entrapped in a 2x3 cm large concrete ball of mesh material as if it had migrated on itself. It was reported that the patient experienced chronic pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/2/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/25/2022. Height: 165.1 cm.